Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included muscle ache, fibromyalgia, anxiety, depression, dysfunctional uterine bleeding, hypertension, palpitations, endocervicitis, intramural leiomyoma of uterus and abnormal uterine bleeding. Concomitant products included oral contraceptive nos. In 2009, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), arthralgia ("achy joints"), feeling abnormal ("brain fog"), memory impairment ("memory problems"), auditory disorder ("hearing problems"), palpitations ("heart palpitations"), abdominal distension ("bloated stomach") and adverse event ("feet issue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic hysterectomy cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the heavy menstrual bleeding, fatigue, arthralgia, feeling abnormal, memory impairment, auditory disorder, palpitations, weight increased, abdominal distension and adverse event outcome was unknown. The reporter considered abdominal distension, adverse event, arthralgia, auditory disorder, fatigue, feeling abnormal, heavy menstrual bleeding, memory impairment, palpitations and weight increased to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-apr-2021: mr received. Reporter information, patient initials, dob, medical history, concomitant medication, product insertion year, removal date added. Event: medical device removal updated to event: menorrhagia. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included muscle ache, fibromyalgia, anxiety, depression, dysfunctional uterine bleeding, hypertension, palpitations, endocervicitis, intramural leiomyoma of uterus and abnormal uterine bleeding. Concomitant products included oral contraceptive nos. In 2009, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), arthralgia ("achy joints"), feeling abnormal ("brain fog"), memory impairment ("memory problems"), auditory disorder ("hearing problems"), palpitations ("heart palpitations"), abdominal distension ("bloated stomach") and adverse event ("feet issue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic hysterectomy cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the heavy menstrual bleeding, fatigue, arthralgia, feeling abnormal, memory impairment, auditory disorder, palpitations, weight increased, abdominal distension and adverse event outcome was unknown. The reporter considered abdominal distension, adverse event, arthralgia, auditory disorder, fatigue, feeling abnormal, heavy menstrual bleeding, memory impairment, palpitations and weight increased to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-jun-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of heavy menstrual bleeding ("menorrhagia") in a female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of abnormal uterine bleeding, intramural leiomyoma of uterus, endocervicitis, palpitations, hypertension, dysfunctional uterine bleeding, depression, anxiety, fibromyalgia and muscle ache. The only concomitant product mentioned was oral contraceptive nos. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required), fatigue ("chronic fatigue"), arthralgia ("achy joints"), feeling abnormal ("brain fog"), memory impairment ("memory problems"), auditory disorder ("hearing problems"), palpitations ("heart palpitations"), abdominal distension ("bloated stomach") and adverse event ("feet issue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic hysterectomy cystoscopy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, adverse event, arthralgia, auditory disorder, fatigue, feeling abnormal, heavy menstrual bleeding, memory impairment, palpitations and weight increased to be related to essure administration. The reporter commented: discrepancy noted in essure removal date (B)(6) 2019. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-jun-2021: quality safety evaluation of ptc. 07-dec-2022: plaintiff fact sheet received. Reporter added. Essure insertion date updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('plans are to have total hysterectomy (B)(6)) in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced fatigue ("chronic fatigue"), arthralgia ("achy joints"), feeling abnormal ("brain fog"), memory impairment ("memory problems"), auditory disorder ("hearing problems"), palpitations ("heart palpitations"), the first episode of abdominal distension ("bloated stomach"), adverse event ("feet issue") and the second episode of abdominal distension ("bloated stomach") and was found to have weight increased ("weight gain"). The patient was treated with surgery (planned removal of essure on (B)(6)). Essure was removed. At the time of the report, the medical device removal, fatigue, arthralgia, feeling abnormal, memory impairment, auditory disorder, palpitations, weight increased, adverse event and the last episode of abdominal distension outcome was unknown. The reporter considered adverse event, arthralgia, auditory disorder, fatigue, feeling abnormal, medical device removal, memory impairment, palpitations, weight increased, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: added the new events of chorionic fatigue, achy joints, brain fog, memory problems, hearing problems, heart palpitations, weight gain, bloated stomach, and feet issues'. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('plans are to have total hysterectomy 12/13'). In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced fatigue ("chronic fatigue"), arthralgia ("achy joints"), feeling abnormal ("brain fog"), memory impairment ("memory problems"), auditory disorder ("hearing problems"), palpitations ("heart palpitations"), abdominal distension ("bloated stomach") and adverse event ("feet issue"). And was found to have weight increased ("weight gain"). The patient was treated with surgery (planned removal of essure on 12/13). Essure was removed. At the time of the report, the medical device removal, fatigue, arthralgia, feeling abnormal, memory impairment, auditory disorder, palpitations, weight increased, abdominal distension and adverse event outcome was unknown. The reporter considered abdominal distension, adverse event, arthralgia, auditory disorder, fatigue, feeling abnormal, medical device removal, memory impairment, palpitations and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 22-jun-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.